Event description:
The user received a questionable free thyroxine (ft4) result for one patient sample. The initial result was <0.02 ng/dl and was reported outside the laboratory. The doctor questioned the result and the sample was repeated on (B)(6) 2012. The repeat results were 1.22 ng/dl and 1.29 ng/dl. The repeat result was considered to be correct. The patient was not adversely affected. The ft4 reagent lot number was 16649802 with an expiration date of 01/31/2013. The field service representative determined there was a misadjusted mixing paddle and he adjusted it. He observed the ft4 assay was performing correctly and per specifications. To verify the analyzer operation, he verified the system checks were successful and the user ran quality control with acceptable results.

Manufacturer narrative:
The investigation could not determine a specific root cause. As the low ft4 value was not reproduced during the repeat of the sample, a reagent related issue was not likely. Calibration and quality control data were all acceptable; therefore there was no indication of any reagent or system issue. It was noted the customer was not using the recommended sample rack adapters. Therefore, the issue might have been due to an insufficient sample volume being pipetted as the sample tube was not placed straight in the rack.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.